Event description:
It was reported that during primary of right hip, the doctor opened 28 + 0 head on back table. The head was brown in color, metal was not shining. Doctor then opened another one and it was shining. No delay in surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Implant date updated. An event regarding a discolored device involving a 28mm std lfit v40 head was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided. There is no indication that patient factors contributed to the reported event. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that during primary of right hip, the doctor opened 28 + 0 head on back table. The head was brown in color, metal was not shining. Doctor then opened another one and it was shining. No delay in surgery.